Event description:
Lifecor customer support contacted a male patient after noticing several battery fault flags in the patient's downloaded data. The patient stated that he gets a "change battery" notification at 5:00am each morning and that the monitor screen goes blank. The patient states that the charged battery pack is not lasting 24 hours. When he switches battery packs everything is fine. A replacement battery pack was shipped overnight to the patient.

Manufacturer narrative:
H.3. Evaluation: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery fault flags, and the battery not lasting 24 hours, was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic had developed an internal short circuit, which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.